Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device csv was sent to them, and they suggested having their call in with a low flow issue. It was determined that the device had a pad and shunt tube connected during testing. They removed them and the device functioned as normal. Fluid delivery line (fdl) removed, inlet pressure (ip) was dropped to 0, added shunt flow rate (fr) was 4.0. They will have biomed call back if there were any other issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2025-00203. Correction: e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device csv was sent to them, and they suggested having their call in with a low flow issue. It was determined that the device had a pad and shunt tube connected during testing. They removed them and the device functioned as normal. Fluid delivery line (fdl) removed, inlet pressure (ip) was dropped to 0, added shunt flow rate (fr) was 4.0. They will have biomed call back if there were any other issues.